Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user became stuck on the ilet fill-tubing screen and required assistance to proceed; an agent guided the user to restart the ilet via the mobile app, after which the user successfully completed tubing fill without further screen issues. Customer care provided support that included customer service troubleshooting and device restart guidance. Investigation of this case revealed that the device interface did not progress during the fill-tubing step until a restart was performed, after which normal function resumed, consistent with transient user interface behavior without replicated fault. No adverse clinical effects during the call reported. Outcomes included no impact to health and no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was user interface recovery following restart, with no device malfunction confirmed.